Event description:
Per the clinic, the patient experienced infection, skin breakdown and necrosis around the implant site, exposing the receiver/stimulator (specific date not reported). The patient was treated with antibiotic (specific type, date and duration not reported). Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on october 04, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 27, 2022.